Manufacturer narrative:
(B)(4). Report source, foreign: country: (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product/provided photo(s) identified damage to the sterile packaging (blister and pouch). There is debris inside the sterile packaging which is consistent with the appearance of porous coating. Sterility has been compromised . Reported event has been confirmed. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. A corrective action has been initiated to address the issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported circulated items were investigated and identified sterile packages damaged. No additional information.